Event description:
On june 17, 2024, senseonics was made aware of an adverse event where the patient experienced pain after sensor insertion located near the left shoulder and runs down the back, six to eight inches to the buttocks. The patient was taken to the emergency room and received a CT scan and x-rays.

Manufacturer narrative:
According to the case notes, an authorized representative confirmed the CT scan and x-rays found nothing. The patient was prescribed a pain medication and muscle relaxer that was taken four times a day for five days. On day five of treatment, the user confirmed that the pain was still present. On june 17th, 2024, the user returned to the primary care provider for additional help with symptoms. The territory manager spoke with the hcp and confirmed that the patient's reported back pain is not related to the senor insertion procedure or the location of the sensor. No further investigation was found necessary.